Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to overdose. The symptoms included hypotonia, hypothermia, bradycardia, and sleepiness. The patient had no active infections. The emergency physician believed it was baclofen overdose. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# j12502r implanted:(B)(6) 2006, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was later reported that the pump was used to infuse compounded baclofen (concentration 2000 mcg/ml, daily dose 201.6 mcg/day) and prialt (concentration 15 mcg/ml, daily dose 1.512 mcg/day).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was used to infuse prialt and baclofen. The cause of the event was dehydration. The event was attributed to dehydration. The patient recovered without permanent impairment.